Manufacturer narrative:
Device used for off label indication. The indication the device was used for was unknown but suggested non-approved therapy.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was seeing a 376 ins recharger (insr) code and the antenna was damaged the patient also reported feeling lightheaded and dizzy and was wondering if the code was related. The patient reported they did not know what could have been causing them to feel this way and tried calling their doctor but they did not call back. A replacement recharger antenna was sent to the patient. Additional information was received from a consumer indicating that their monitor displayed the code 372 and mentioned that despite charging their device does not go past 50%. There were no further complications reported as a result of the event.